Event description:
It was reported to the sales rep, by the customer, that during surgery 5 screws stripped and 1 screw broke. Per the phone conversation with the sales rep, the only screws used during this event were the 92-15905 screws. The customer did file an incident report and will send back the broken screws.

Manufacturer narrative:
The complained devices were not returned; therefore a confirmation of the reported event is not applicable. Regarding the reported broken screw a visual, functional and dimensional examination of the device cannot be performed; therefore it is not possible to determine the exact root cause. According to the related design risk management file however, these are possible root causes for the failure mode ¿intraoperative screw breakage¿: -too less fixation of implant to bone. -insufficient bone-quality/quantity. -incorrect choice of screw (diameter, length, type). Regarding the reported stripped screws the failure can be attributed to a mixup between the universal neuro 1 system (blades) and the universal neuro 2 system (screws). Therefore the root cause can be tied to a user related issue. No indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported to the sales rep, by the customer, that during surgery 5 screws stripped and 1 screw broke. Per the phone conversation with the sales rep, the only screws used during this event were the 92-15905 screws. The customer did file an incident report and will send back the broken screws.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.